Manufacturer narrative:
Evaluation summary: it was reported that one bravo ph capsule does not failed to detach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule detached from the patient's esophagus prior to the end of the procedure. The physician was able to retrieve the capsule and repeated the procedure. It is unknown if medical intervention was required to remove the first capsule. There was no harm to the patient or user due to the early detachment. Afterwards, the operator attempted to download the study but was unsuccessful. The bravo recorder's led light was red and would not change, even when customer held down power button. No known adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.